Event description:
It was reported to philips that the azurion system could not be started. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the power distribution unit in the m-cabinet, the device was returned to use in good working order.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information collected, the vascular coil embolization planned/non-emergency treatment was completed as planned. However, the system malfunctioned during the post processing activities. A philips remote service engineer (rse) inspected the system remotely and found the system was in battery mode. The system did not boot up even after deactivating the uninterruptible power supply (ups). The light emitting diode (led) on the ny 15 ups printed circuit board (pcb) lit up, however, the system led flashed. The rse suspected a defective fuse on the ny1 ups pcb caused the ups to not recognize the hospital power. Analysis of log file showed power issues; internal ups and control module mains power measurement conflict which confirmed the reported issue. A philips field service engineer (fse) examined the system on-site and confirmed power distribution unit (pdu) dual switch module (dsm) 7 and 8 along with ny f4, ny 1 and 3 were defective. Furthermore, it was identified that the ups 1 phase data integrity controller and battery were faulty. The fse replaced a number of parts: two pdu dsm boards, ups controller unit and ups battery to resolve the issue. The defective parts were to returned philips for further analysis. Parts analysis was conducted which identified that the pdu dsms and the ups 1phase data integrity controller sp both presented with electronic defects. Part analysis conducted for ups 1phase data integrity battery identified power supply defect. Following the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.